Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 3mm x 40mm x 145cm coyote es sterling balloon was advanced for dilation. However, during the second inflation at the nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.